Manufacturer narrative:
Dimensional evaluation of cup found component to be within appropriate design specification. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00610-1 & 00937).

Event description:
It was reported that during a primary total hip procedure, the surgeon was implanting the cup and went back to adjust it. The cup was stuck on the inserter and could not be removed. A new cup and a different inserter were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.